Event description:
It was reported that during the procedure the first stent (1011343-40) moved forward 5-8 mm and loss of angle resulted in the need for a second stent (1011343-30). No patient injury or effect was reported.